Event description:
It was reported that the pump was submerged under water and was no longer responsive. There was no reported impact to the customer¿s blood glucose level. Customer reverted to using an old insulin pump.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.